Event description:
Philips received a complaint on the v60 indicating that a 1124 "battery failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The biomedical engineer (bme) initially reported to the remote service engineer (rse) that the device would not stay in standby and powered down while in use. The rse went through the device log but could not find any error codes related to the device powering down; however, the rse did find the 1124 error code which indicated that the battery failed. The rse advised the bme to verify that the battery was a philips manufacturer battery and not a third-party battery.

Manufacturer narrative:
Per good faith effort (gfe) response, the bme confirmed that the defective battery was in fact a philips battery, and it was greater than 5 years old. The bme also stated that replacement batteries have been ordered but have not been received. Once the batteries have been received and replaced, the device will be put back into service. Per the philips service manual, it is recommended to replace the battery every 5 years. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.